Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer stated they would administer a bolus via the pump at a later time. A new cartridge was loaded to resolve the issue.